Event description:
It was reported that the patient with this subcutaneous implantable defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode noted oversensing, noise, and changes in amplitude morphology measurements. The patient was brought back in for testing where some noise could be reproduced through repetitive arm movements. X-ray images were sent for review and the s-ICD system was reprogrammed and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode noted oversensing, noise, and changes in amplitude morphology measurements. The patient was brought back in for testing where some noise could be reproduced through repetitive arm movements. X-ray images were sent for review, and the s-ICD system was reprogrammed and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient was continuing to have untreated episodes with oversensing. Review of device data also noted high shock impedance values of 118 ohms; however no measurements were noted to be out of range. X-ray imaging showed the can in a higher-than-normal position. Troubleshooting options were provided to the field and the s-ICD system remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable defibrillator (s-ICD) had received two inappropriate shocks. Review of the episode noted oversensing, noise, and changes in amplitude morphology measurements. The patient was brought back in for testing where some noise could be reproduced through repetitive arm movements. X-ray images were sent for review, and the s-ICD system was reprogrammed and remains in service. No additional adverse patient effects were reported. Additional information provided from the field indicated the patient was continuing to have untreated episodes with oversensing. Review of device data also noted high shock impedance values of 118 ohms; however, no measurements were noted to be out of range. X-ray imaging showed the can in a higher-than-normal position. Troubleshooting options were provided to the field and the s-ICD system remains in service. Additional information provided from the field indicated the patient had actually received four total inappropriate shocks total from their s-ICD. Surgical intervention was later performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.